Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth fracture ("tooth broke off 3 times"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and tooth fracture outcome was unknown. The reporter considered medical device removal and tooth fracture to be related to essure. Concerning the injury reported in this case, the following one/ones were described in social media- medical device removal, tooth fracture. Most recent follow-up information incorporated above includes: on 19-oct-2021: new event tooth broke off 3 times added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required) and experienced tooth fracture ("tooth broke off 3 times"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and tooth fracture outcome was unknown. The reporter considered medical device removal and tooth fracture to be related to essure. Concerning the injury reported in this case, the following one/ones were described in social media- medical device removal, tooth fracture. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-nov-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ("nickel allergy, allergy to essure coils") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of surgery (few random teeth pulled), vaginal delivery, parity 1 and gravida I. As concurrent condition the report mentioned smoker. On (B)(6) 2018, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced allergy to metals (seriousness criterion intervention required) and tooth fracture ("tooth broke off 3 times"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals and tooth fracture to be related to essure administration. Concerning the injury reported in this case, the following one/ones were described in social media- medical device removal, tooth fracture. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: follow-up: 3 reporter added (hcps) as well as medical history. Event medical device removal was replaced by nickel allergy, allergy to essure coils. Essure was inserted on (B)(6) 2018 and removed on (B)(6) 2019. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. The reporter considered medical device removal to be related to essure. Concerning the injury reported in this case, the following one/ones were described in social media: medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.